Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted that the device displayed a battery depletion error (bd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device remains in-service. No additional adverse patient effects were reported. .

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: device codes

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted that the device displayed a battery depletion error (bd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. It was also mentioned that the device's battery had depleted 22% within 2 months. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted that the device displayed a battery depletion error (bd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The device remains in-service. No additional adverse patient effects were reported. It was also mentioned that the device's battery had depleted 22% within 2 months.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted that the device displayed a battery depletion error (bd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. It was also mentioned that the device's battery had depleted 22% within 2 months. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.